Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at t12 to treat an osteoporotic compression fracture. It was reported that "cement leakage to outside vertebra was confirmed at intra-op". According to the report, the patient was "asymptomatic" and the surgeon stated that "the event did not relate with bkp products due to technical factor, and the cement filled with a low viscosity". No other information could be obtained.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during patient¿s regular visit the x-rays revealed the fracture at th11. According to the physician the patient¿s osteoporosis and inadequate cement viscosity factor of the event.